Manufacturer narrative:
A final report is pending and submitted once complete.

Event description:
The facility reported the patient was being lifted off bed in a full lift sling and when partially off the mattress the carry bar insert separated from the carry strap, causing it to separate from the main body of the carry bar, and landed on the patient's chest. The patient was uninjured.